Event description:
During a lead implant procedure in israel, it was reported the physician experienced difficulty utilizing the lead introducer with the lead blank. The lead blank reportedly became stuck in the introducer and broke apart upon removal. The procedure was successfully completed using a surgical lead and the pt reportedly has effective therapy coverage. However, a portion of the lead blank remains in the pt's soft tissue. The retrieved portion of the lead blank was discarded by the medical facility.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.